Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "stiff/ tight total left knee." Rep indicated a tibial baseplate and insert were revised to stryker devices.